Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible site or set occlusion, keypad/button unresponsive/button error, no delivery/occlusion alarm, occluded, and change sensor/bad sensor. The customer reported hemorrhage/bleeding treated with ems/ambulance/ER visit. The event involved product(s) mmt-243a, mmt-1884, mmt-332a, and mmt-7040a. The customer reported blood at the site. Troubleshooting was performed, and the customer reported receiving a stuck button alarm after pressing the button repeatedly for more than 3 minutes. The customer was able to silence the alarm, and the buttons were responsive throughout the call. The customer reported an insulin flow-blocked alarm (past/resolved). The issue has been resolved. The customer received a change sensor alert. The likely causes were explained. The customer was unable to do a transmitter test, and/or the test passed. The customer was recommended to try a different sensor. It was unclear whether the user had used the insulin pump system within 48 hours and whether the auto mode feature was turned on at the time of the incident. No further customer complications were reported. No product return is required for mmt-243a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040a.